Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the adc freestyle libre 2 sensor provided high readings compared to a competitor meter. Details of the user report are as follows: "I applied the freestyle libre 2 blood glucose sensor. After activation the unit began to report erroneously high blood glucose levels. The levels were compared to a contour blood glucose monitor and the libre 2 values remained extremely high dispate my efforts to control my blood glucose level. I eventually removed the sensor and phoned the manufacturer.they collected information about the sensor and the reader and offered a free replacement. At this point I have little confidance in the device. I have a previously been very successful in maintaining my blood glucose levels within the desired range". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.